Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate and did not respond when pressed. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. This was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.